Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a varices procedure, while clipping the vessel, the jaw was stuck after only one activation. A new device was used to resolve the issue. There was no patient injury.